Event description:
The customer stated that she was hospitalized due to hyperglycemia. The reported blood glucose reading was 322 mg/dl. The customer stated that she changed her infusion set and treated with a manual injection, but her blood glucose remained high. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.